Event description:
It was reported that this right ventricular (rv) lead was capped due to it was exhibiting impedance issues and loss of capture (loc). It was confirmed that the lead was fractured. A new rv was successfully implanted. No additional adverse patient effects were reported.